Manufacturer narrative:
The lot number of the device used is unk, consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corp, that approx six weeks after the therapeutic placement of a wallflex enteral colonic stent (male pt, age unk), the stent migrated into the pt's stool. The stent was eliminated naturally and the physician placed a second stent successfully. The pt's condition was reported as "fine".